Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a00010309.

Event description:
It was reported the patient's lead migrated. The issue was confirmed via x-rays. In turn, surgical intervention may take place later to address the issue. Investigation was unable to determine which of the leads attributed to the event

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6)2023 and the leads were explanted and replaced restoring therapy.